Manufacturer narrative:
No pt info is available at this time.

Event description:
It was reported that the (B)(4) clinical info center failed to alarm for a vtach (ventricular tachycardia) event. There was no pt injury reported. Ge healthcare's investigation into the reported occurrence is ongoing. A following up report will be submitted when the investigation has been completed.